Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir was almost empty and she had not programmed any boluses. Blood glucose level at the time of the incident was 28 mg/dl. Blood glucose level at the time of the call was over 500 mg/dl. Troubleshooting showed that the insulin pump was not programmed correctly. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.